Event description:
The pt was revised because the tibial tray was put in varus and loosened.

Manufacturer narrative:
Eval was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the mfg lot. The investigation could not verify or draw any conclusions about the reported device loosening; however, provided info stated poor device placement at primary surgery was a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.